Event description:
A customer reported to beckman coulter, inc. (Bec) that an erroneously elevated troponin (accutni) result, above acute myocardial infarction threshold, was generated by access 2 immunoassay system for one patient. Repeat testing on the same instrument produced lower results within the normal reference range. The erroneous result was not reported out of the laboratory, and therefore there was no change to patient treatment. The sample was collected in 3ml bd lithium heparin plasma tube which was half full and had no indication of fibrin or other foreign material. The sample was centrifuged for ten minutes at 5000 rpm and then aliquoted off into 0.5ml sample cups for analysis. Review of the qc data in the date range of (B)(6) 2012 indicated that the instrument had been performing within the specifications before and after the event. Two routine system checks were performed on (B)(6) 2012, and produced results within the specifications. Calibration performed on (B)(6) 2012 was acceptable. Service was dispatched for this event. The field service engineer (fse) discovered that the ultrasonic settings were out of specifications, which most likely led to the erroneous accutni results. The low setting was adjusted from 5.5 dcv to 6 dcv and the high setting was adjusted from 190v to 197v per specifications. The fse also found dust on the controller boards, and removed and reseated all the boards. The fse then performed a minor preventive maintenance on the analyzer including replacement of the pipettor and substrate probe. Lastly the fse replaced peripump cassette, incubator belt, and performed thermal modification. A high sensitivity system check was performed, which passed within instrument specifications and assay qc also passed within the customer's established ranges. Note: a related event at the customer's site has been reported in MDR# 2122870-2012-01812.

Manufacturer narrative:
Result: ultrasonic settings.